Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into two pieces, typical of insertion and removal from the eye. Cracks are observed on both halves of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. Information was provided that the multifocal company diopter (1.5 extended depth of focus) lens was replaced with a non company monofocal lens with a 22.0 diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had glare and halo. The iol was exchanged for unspecified lens. Clinical reason for explant was also mentioned as glare and halo. Additional information has been received stating that the lens was replaced with non-company lens.

Manufacturer narrative:
Correction information provided in b.6. The manufacturer internal reference number is: (B)(4).